Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the incomplete coaptation/slda appears to be due to challenging patient anatomy. The reported mitral regurgitation (mr) appears to be a cascading event of the slda. Additionally, mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and surgery are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted the patient had lupus, a history of open heart surgery, large coaptation gap and redundant leaflets. Two clips were deployed on the mitral valve, reducing mr to a grade of 1-2. Roughly four months later, the patient returned to the hospital for a follow up. It was noted that due to lupus, the patient was monitored very closely. On this date, it was observed the mr had increased to an unknown grade. On (B)(6) 2022, mitral valve replacement was performed. However, during the procedure, it was observed the later of the two clips implanted had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mitral valve replacement was successfully performed and the patient is in stable condition. No additional information was provided.